Manufacturer narrative:
(B)(4). The device was evaluated. The issue of electric shock was not confirmed. The electrical safety tests were passed. The device was fully tested and calibrated during evaluation. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. A device history review was completed and previous failure service events were not related to electric shock or power issues. A review of the event history indicated no information about current leakages or electrostatic discharges. Baxter has conducted a trend review and found no adverse trend. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter and the evaluation has not yet been completed. A follow-up medical device report will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
This is a report received by baxter (B)(4) on from an (B)(4). This case refers to a patient using a homechoice automated peritoneal dialysis system for peritoneal dialysis treatment. The patient reported that there was static electric on the patient and he requested to swap his machine. There was no injury or medical intervention associated with this event. The device was available.